Manufacturer narrative:
Updated fields: b4, g6, g7, h2, h10, h11. Corrected field: b3, g1 (contact person ¿ mfg site), g3 (date received by mfg: 2021-08-27).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10.

Event description:
N/a.

Manufacturer narrative:
(B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Performed system checkout and checked logs. Did not find errors in the logs, and nothing was found during the system checkout. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) gave maintenance required code #7 message and stopped working. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.